Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2019, product type: pump. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a healthcare professional (hcp) regarding a patient receiving gablofen (500 mg/ml, 150.2 mg/day) via an implantable pump for intractable spasticity. On (B)(6) 2019, the patient's physician had taken saline out of the pump and filled the pump with 500 mcg/ml of gablofen. The hcp stated that when they went to program using a clinician programmer (8840), they put the concentration in as "500 mg/ml" and the dose per day at"150.2 mg/day". The patient left the office and was back on (B)(6) 2019 to correct the units. The hcp was assisted in changing the pump to read 500 mcg/ml and a dose of 75.1 mcg/day. The dose was also decreased in half (150.2 to 75.1) due to symptoms related to normal titration. Troubleshooting resolved the reported issue. No bridge bolus was programmed as it was determined unnecessary by tech services. On (B)(6) 2019, additional information was received. The hcp stated that the cause of the programming error was "program error from changing medication pfns in mg to gablofen 500 mcg/ml failed to change the mg to mcg units". There was no patient impact as a result of the programming error.